Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support. While positioning the impella, the patient went back into ventricular fibrillation and the pump pigtail pulled back into position under the papillary muscle. The decision was made to leave the pump without repositioning due to multiple unsuccessful attempts. The positioning issue led to hemolysis which was mitigated by reducing the flow of the pump. Additionally, the patient had a run of ventricular tachycardia that resolved with medication and the patient converted himself.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.